Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the two dimensional (3d) scout shots could not be taken due to the pendant stating that 2d long film (2dlf) calibration was needed. The two previous cases that same day did not present any exposing errors. When the field representative (rep) arrived at the account, he performed the 2dlf calibration. After that, the system was functioning as expected. Medtronic navigation was aborted, but the surgery was not aborted. The delay was approximately 10 min. No known impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, serial/lot #: (B)(6), h3: a medtronic representative went to the site to test the equipment. The manufacturer representative (rep) took several 2d scout shots and several 2dlf acquisitions without issues. Noticed later during testing that the system board started flickering on/off. They checked ps1 voltage - measured below operable threshold values and the rep adjusted voltage to be within operable range. Re-tested unit on load without noticing further issue taking 2d scouts and 2dlf acquisitions. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that the issue was related to hardware. No failures were identified with the software. H6: b01, c19 and d14 apply to the software concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.